Event description:
During a ptca procedure, the balloon of the nc monorail ptca catheter ruptured at 22 atms. The number of inflations and to what atms is unknown. The lesion being treated was in the right coronary artery (rca). It was further reported that resistance was felt during withdrawl at which time the shaft of the nc monrail ptca catheter broke, leaving the distal end of shaft and balloon inside of patient. A snare was used to remove the fractured shaft. A powersail was used to successfully complete procedure. No patient injuries or complications were reported.